Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the device helped her to not vomit, however, she still had nausea. The health care professional (hcp) did not adjust stimulation during her follow-up a month after the implant. At the follow-up next month, the hcp would increase her stim. Initially after the implant, she felt a light shock when she bent but she had not felt that lately. Also, she was still sore at the implant site. This occurred in (B)(6) 2015. It was also reported that they went to a retail store in the last month and the security alarm goes off each time. The patient had a new purse and would have her daughter hold it next time to see if the security alarm still went off. She walked into the store shortly after implant and she did not set anything off before. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.